Event description:
The complainant has reported that a male patient (age unk) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter after being attached to the bleed site. This issue occurred once prior to this device and four consecutive times after this device removing a minute piece of tissue each time; however, there was minimal trauma to the bleed site. The procedure was completed with a competitor's device. The patient did not sustain any reported complications or ill effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Please note associated medwatch reports 6000048-2006-00501, 6000048-2006-00504, 6000048-2006-00505, 6000048-2006-00506 & 6000048-2006-00508. Our directions for use outline appropriate placement, access and maintenance procedures.